Event description:
Summons and complaint states that following breast surgery, pt's incisions became infected resulting in scarring and disfigurement. Re-op was performed to remove suture material. Co's internal control number is: 9600618-00.